Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that g7 wearable failure was reported. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the cgm display device showed an error prompting to replace the sensor. The patient and reporter were confused by the error message given they had just started the sensor 7 hours prior. The reporter did not replace the sensor and waited for couple of hours. It was not reported what the cgm was reading prior to sensor failure or if the patient was were monitoring their blood glucose by fingerstick following the sensor failure. An unspecified time after failure, the patient's sugar went down to 46 mg/dl. There was no symptoms or treatment reported. The patient's spouse called an ambulance. An unspecified time later, emergency medical services (ems) arrived and the bg was 24 mg/dl. The patient was transported to the hospital. The patient was reportedly in a diabetic coma and hospitalized for 6 days. The patient remained in the hospital at the time of the report, but was doing better. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.